Event description:
The manufacturer received information alleging a trilogy evo "ventilator inoperative condition occurred". The customer stated she was at the patient's home to download the patient's data, and the screen froze while the data was transferring. She stated she was unable to power the device off therefore she called the manufacturer to request assistance. During the call the customer was instructed to perform a hard shut down but was unsuccessful after multiple attempts and the device never powered down. There was no harm or injury reported. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device equipment and serial numbers were not provided for this device.